Event description:
Gross migration of implant cephalad along the ureter. Giant cell reaction with possible phagocytosis of implant material.

Manufacturer narrative:
A (B)(6) girl underwent treatment with deflux for grade iii vur. A vcug 4 months after implant revealed persistent grade ii reflux. A second treatment was performed 5 months later. At that time, there was no evidence of the previous implant. At 3 months post second implant, a vcug was performed and again showed grade ii reflux. Approximately 1 month later, ureteral reimplantation was performed. Cystoscopy performed at the time of surgery showed no evidence of the previous implant. Deflux was found to have migrated cephalad along the ureter. Microscopic examination showed diffuse foreign-body giant cell reaction, with abundant eosinophilic bodies within the multinucleated giant cells. The author notes that phagocytosis may play a role in loss of implant volume and implant failure. Published case report - journal of pediatric urology (2008) 4, 319-321.